Manufacturer narrative:
On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However it can now be concluded that the device in this report is not reportable. The reportable device for this event has been filed under MDR reference number 3004105610-2019-00106.

Event description:
A patient specific prescription form was submitted for patient's left proximial tibia. The revision is due to a periprosthetic fracture.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device remains implanted.

Event description:
A patient specific prescription form was submitted for patient's left proximial tibia. The revision is due to a periprosthetic fracture.